Event description:
Contact reported that a patient who was implanted with the charite artificial disc fell a couple of days after surgery. Doctor believes that compression fracture at l5 contributed to migration of the charite disc. Surgeon has taken no action at this time. As surgical intervention may result, an MDR is being filed to document this event.